Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'turns off even with the cord' which was duplicated during evaluation by troubleshooting the device. A review of the event history log identified 'improper shutdown!' Messages. The reported condition was verified. The cause was determined to be a failed rear case which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off even with the cord. There was no known patient injury or medical intervention associated with this event. No additional information is available.